Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when injecting the catheter, the tip got crushed. The part of tip got separated, and doctor threw it away." It was reported the guidewire also unraveled when removing it. The doctor removed all parts from the patient. No report of a patient injury or complication. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter, guide wire in tubing, and needle for evaluation. The guide wire was returned fully advanced through the introducer needle. The wire was unraveled and unable to advance or retract from the needle or the protective tubing. Microscopic analysis revealed the core wire was broken adjacent to the distal weld. The returned catheter also appeared separated. Visual examination revealed the separated edges were smooth, indicating contact with a sharp object (needle) likely caused or contributed to the damage. The total length of the returned catheter measured to be 0.63" which indicates at least 0.73" were separated and not returned per product drawing. The inner diameter of the returned catheter body measured to be 0.027" which is within specifications of 0.027-0.029" per product drawing. The outer diameter of the returned catheter body measured to be 0.036" which is within specifications of 0.035-0.037" per product drawing. This indicates that the wall thickness measured within specifications. The length and outer diameter of the returned guide wire could not be measured due to the damage observed. The wire was severely stretched and lengthened. Functional inspection was performed in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring wire guide into vessel." The returned catheter was advanced over a lab inventory guide wire with minimal resistance. A manual tug test could not be performed as the returned guide wire was unable to be advanced from the protective tubing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The IFU also warns the user, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage" the customer report of a damaged guide wire and catheter was confirmed by complaint investigation of the returned sample. The guide wire was unraveled from the distal weld and the catheter was separated. The damage observed was consistent with coming into contact with a sharp object (needle bevel), thus damaging the components. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "when injecting the catheter, the tip got crushed. The part of tip got separated, and doctor threw it away." It was reported the guidewire also unraveled when removing it. The doctor removed all parts from the patient. No report of a patient injury or complication. Additional information was requested but not available at the time of this report.